Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during transection of the proximal stomach, the jaws of the device locked on tissue. There was unanticipated tissue loss. The surgical time extended by more than 30 minutes and more anesthesia had to be given to the patient. The incision extended due the issue (less than 1 in). The patient is alive and with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was fully applied and that the knife blade was fully advanced. The reload was also received attached to the subject adapter. The laminates were damaged where the adapter firing rod attaches to the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In some circumstances it is possible that the blade will become stuck due to thick tissue or an obstruction and in retraction of the knife blade the firing rod will get pulled out of the reload. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.